Event description:
It was reported that when the device with reload cartridges were used during a laparoscopic gastric bypass procedure, the first time firings were fine. On the next firing only one side of the reload functioned, therefore leaving an opening in the portion of stomach for which they attempted to staple. A second stapler was opened to finish the case. This stapler was fired once with no incident, on the second firing, the device locked out. A third stapler was opened to finish the case. The case had to be converted to open procedure.